Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot#: j0349114v, implanted: (B)(6) 2004, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported uncomfortable stimulation sensation when they increased and that their leg would shake like a dog and she would be "kicking and screaming". Patient also reported that they were "going" over 20x a day prior to implant and after implant she would go 10x or 12x and that they have experienced return of symptoms and that was why they wanted to increase stimulation and noticed the kicking. Patient further stated that they went to the doctor's office and dr kaplan's office determined that the stimulator was already dead. Patient was asked if it was due to normal battery depletion and patient initially said ye but then stated that they had fallen backwards and that the fall might have "jarred the wires loose. No further complications were noted or anticipated